Event description:
It was reported that patient presented for follow up in clinic. It was noted that right ventricular (rv) lead had dislodged, and it was confirmed via fluoroscopy. During lead revision procedure, it was observed that lead could not be retracted. It was also noted that the new lead could not be screwed into the implantable cardiac defibrillator (ICD)'s screw header due to loose of intermittent connection. The old right ventricular (rv) lead and implantable cardiac defibrillator (ICD) both were explanted and replaced with new devices. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and the over torqued of the inner coil. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.